Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 1st february, 2018 getinge became aware of an issue with one of surgical lights- xten. As it was stated, the screw was sheared. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination.

Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time 2018 the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. On 1st february, 2018 getinge became aware of an issue with one of surgical lights- xten. As it was stated, one of six screws responsible for fixation of configuration to a main tube had sheared. The remaining five screws were found to have loosened, however, they were still preventing the configuration from falling by holding in position as intended. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination. It was established that when the event occurred the surgical light assembly did not meet its specification due to rupture of the suspension fixing screw and it contributed to the event. It is unknown if device was being used for the patient diagnosis or treatment when the issue occurred. With the information available and by manner of previous investigative efforts on similar device and parts, subject matter experts with the manufacturer were able to identify the most likely, possible root cause. The rupture of the screw is attributed to fatigue stresses due to moderate shear overload. Initiated at the bottom of the thread, the repeated low mechanical stresses likely caused the breakage of one screw while the others held the device in place.

Event description:
Manufacturer's reference number: (B)(4).